Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not charging. Multiple power sources were used. Customer's blood glucose (bg) was elevated (value not provided). Manual insulin injections were administered to address bg. Customer reverted to using manual injections for insulin therapy.